Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the hip stem fractured on the distal 3rd of the stem. One of the spines fractured off of the stem so the surgeon revised.

Manufacturer narrative:
An event regarding crack/fracture involving a securfit stem was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). One (1) of the three (3) distal forks on the stem fractured approximately 1.8¿ from the distal tip. Surfaces were examined with the aid of a stereomicroscope at up to 50x magnification. Damages likely occurring during explantation were observed in the trunnion of the femoral stem. Fracture initiated at the internal corner and propagated medially. The mar report concluded: the distal fork of the femoral stem fractured in fatigue. The origin was located on the inner sharp corner and propagated medially. The base material of the femoral stem showed a ti-al-v alloy composition consistent with a ti-6al-4v eli alloy per astm f136. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided however there is no evidence that the event was material or manufacturing related. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the hip stem fractured on the distal 3rd of the stem. One of the spines fractured off of the stem so the surgeon revised.